Event description:
It was reported that the valve did not flush.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for pressure-flow tests performed at 48.6 ml/hr and for preimplantation testing. The valve was not within specifications for pressure-flow tests performed at 5.5 ml/hr. Debris within the valve may interfere within the membrane resulting in low pressure-flow test results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR.